Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing rod was extending out of the distal tip of the tube housing. Further examination of the instrument noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied at the distal stomach, on the second firing, it fired as expected but the reload became locked on the tissue and the jaws would not open. In order to complete the case, the original handle was removed from the loading unit and a new handle was attached. They then fired the new handle and were able to get the existing loading unit to retract the knife blade and open the jaws of the loading unit and removed the loading unit from the tissue. The loading unit was rinsed off. The 2nd cartridge was loaded and inserted into the patient. It was placed on tissue and fired as expected. Upon pulling back on the wing they retracted as expected but the loading unit remained closed and locked down on the tissue. We removed the handle from the loading unit and noticed that the firing rod of the handle was still fully extended from the handle. After firing the 2nd load and upon trying to retract the knife blade and open the jaws of the loading unit the firing rod disengaged from the loading unit, leaving the loading unit locked on tissue. Then called an engineer and we were guided through how to get the locked loading unit off of the tissue and out of the patient. Nothing fell into patient cavity. Or time was extended by greater than 30 minutes. No patient injury. No adverse event.

Manufacturer narrative:
Evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an issue with the device during a laparoscopic sleeve gastrectomy procedure. The stapler was fired once with no incident and the spent cartridge was removed and the reloading unit was rinsed off. The second cartridge was loaded and inserted into the patient. It was placed on the tissue and fired as expected. Upon pulling back on the wing they retracted as expected but the loading unit remained closed and locked down on the tissue. They removed the handle from the loading unit and noticed that the firing rod of the handle was still fully extended from the handle. An engineer was called and they were guided through how to get the locked loading unit off of the tissue and out of the patient. There was no patient injury but the surgical time was extended by more than 30 minutes to resolve the issue.